Event description:
An intuvie employee, received a email from a healthcare professional who reported pump with an air in line issue. Medication being infused was unknown. No patient injury reported.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.